Event description:
A report was received that the patient was experiencing difficulty charging the ipg and remote control (rc) had difficulty connecting with the ipg. It was also reported that the patient was experiencing pain at the ipg site. Database analysis revealed no anomalies. The physician recommended an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and remote control (rc) had difficulty connecting with the ipg. It was also reported that the patient was experiencing pain at the ipg site. Database analysis revealed no anomalies. The physician recommended an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and remote control (rc) had difficulty connecting with the ipg. It was also reported that the patient was experiencing pain at the ipg site. Database analysis revealed no anomalies. The physician recommended an ipg replacement procedure.